Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device without any patient complications reported. The patient was in good condition.